Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the first right posterolateral segment (rpl) with 90% stenosis and was 30mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre dilatation and placement of a 2.50x32mm promus element plus stent, with 0% residual stenosis. The next day, the patient was discharged on clopidogrel. In (B)(6) 2015, the patient presented due to acute pancreatitis and cardiac arrest and was hospitalized on the same day. The patient was placed on medical therapy, cardiopulmonary resuscitation and intubation. Subsequently, the patient expired. The primary cause of death was cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's mode of death was natural, including "acute cholecystitis" and not cardiac arrest as what was previously reported.